Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the occlusion issues, the customer went through the process of changing the cartridge and filling tubing but did not actually change the supplies, then resumed insulin use.